Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during an anterior prolapse procedure performed on (B)(6) 2014. According to the complainant, the device broke when the physician was placing the uphold on the ligament. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned uphold lite with capio slim revealed that the suture and dart on the blue with white stripe dilator is missing and not returned. Both dilators appear to be melted together and tool marks were observed on both dilators. The suture and dart are intact on the blue dilator. The carrier does not deploy into the center of the catch until fully deployed indicating that the carrier is slightly bent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during an anterior prolapse procedure performed on (B)(6) 2014. According to the complainant, the device broke when the physician was placing the uphold on the ligament. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.